Manufacturer narrative:
Other relevant device(s) are: product ID: fr995-19, serial/lot #: (B)(4), UDI#: (B)(4). Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 1 month post implant of this 19mm aortic bioprosthetic valve, the valve was explanted and replaced with a 23mm valve of the same model for unknown reasons. An unknown time during the procedure, the patient died. The cause of death was not received. There was no evidence to suggest that the valves or their function contributed to the patient¿s death. It is unknown whether an autopsy was performed.